Event description:
Rv lead has occasional impedances below 200 ohms and then polarity switches, the most recent was (B)(6) 2022. Lead trends look stable low otherwise. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).